Event description:
During surgery, the wires were used and as the tendon was pulled up toward the cranium, the wires snapped on both sides separately. Surgery was prolonged about 2.5 hours. The desired outcome was not achieved; the wire ends were disposed of and the rest of the wires were left in situ. This is report 3 of 3 for complaint (B)(4). This report is for an unknown tendon instrument.

Manufacturer narrative:
The device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.